Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: d4, h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: description of event: as reported, the ncircle tipless stone extractor lost function (opening and closing of the basket) during a transurethral urethral stone removal. The device was inspected to ensure there was no damage to the device. The device was tested in an uncoiled position prior to use, and the device functioned properly. The kidney and ureteral stones were crushed using a laser. The laser was not used at the same time as the device. The device was able to remove stones 2-3 times before it quit working. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The physician advised, the purple part of the sheath was kinked and stretched. The procedure was complete by using another same like device with an unknown lot. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in an open package with label. Upon visual inspection basket sheath found to be completely separated from inner basket wire, support tubing was broken at handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. It was found that the basket sheath was completely separated from the inner basket wire. Cook has concluded that a definitive cause of the reported issue could not be determined with the information available at this time. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the ncircle tipless stone extractor lost function (opening and closing of the basket) during a transurethral urethral stone removal. The device was inspected to ensure there was no damage to the device. The device was tested in an uncoiled position prior to use, and the device functioned properly. The kidney and ureteral stones were crushed using a laser. The laser was not used at the same time as the device. The device was able to remove stones 2-3 times before it quit working. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The physician advised, the purple part of the sheath was kinked and stretched. The procedure was complete by using another same like device with an unknown lot. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.